Manufacturer narrative:
The driveline extension cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline extension cable met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the reported event may be attributed to multiple factors including but not limited to improper handling, damage to the extension cable connector leading to an intermittent connection or failure to ensure a secure connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that all pump assembly and wet test were successfully completed prior to implant, but the pump failed to turn on initially.¿ the driveline extension cable was used, but when the pump did not start, the connections were all checked and the driveline extension cable was replaced.¿ the connections were checked again and then the pump turned on without issue.¿ the ventricular assist device (vad) remains in use.¿ no patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received, sections age/date of birth, sex, product info., implant date, date received by MFR., type of reports, if follow up, what type?, device evaluated by manufacturer?, device manufacture date, and additional MFR narrative have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.